Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown ceramic head was reported. The event was confirmed through review of the provided x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms fractured ceramic head. Need further information such as, operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that the patient's hip was revised after complaint of pain. X-rays showed that the ceramic head and shattered and migrated out of the acetabular liner. Intra-operatively, damage was also noted to the inside of the liner. A 28 poly liner and 28+4 ceramic head were revised to a 32 poly liner and a v40 metal head. Update: "the implant was revised to a v40 to ctaper sleeve with a 32mm ctaper ceramic head and a series 2 32mm 10degree liner."